Manufacturer narrative:
This event was determined to be supplemental information and the investigation findings will be reported under MFR# 2916596-2024-06670. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's system controller ( (B)(6) ) had a low flow software update on 13sep2024 (MFR# 2916596-2024-06280). On 14sep2024, a pin had broken off of the white ac cable and became stuck in the new system controller cable. The data was not able to be transmitted to the system monitor. The system controller was exchanged, which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.